Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the surgeon used the device to fixate mesh to the abdominal wall during an open ventral repair of incisional hernia. A few weeks later he had to re operate due to bowel slipping between the mesh and the abdominal wall. The surgeon reported he had to resect bowel. He reported also that he didn't use trans facial sutures during the hernia repair only the tacks that seemed to come away very easily from the mesh. The patient is recovering well. Additional information has been requested, but not yet received.